Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap of a homechoice cassette was missing. The cap was not inside the overpouch. This was identified before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: the device was received for evaluation in wet condition inside an open pouch. Visual inspection was performed and the patient connector, heater line tubing's white spike, and drain line tubing's molded port were returned without a cap. Leak, clear passage, and clamp function testing were performed, and no issues and no leaks were observed. Due to the return condition of the sample, the report of missing cap could not be confirmed or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.